Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The returned crosslead tracker guide wire was inserted in the concomitant catheter. Approximately 37mm of the tip of the crosslead tracker guide wire protruded from the catheter tip. The polymer jacket of the guide wire tip was damaged and a knot was formed at approximately 20mm from the tip. The polymer jacket of the crosslead tracker guide wire was gathered in an accordion-like shape for approximately 14mm distal to the deformed catheter tip caused by pressing stress. The crosslead tracker guide wire was withdrawn from the concomitant catheter slowly. The polymer jacket of the guide wire was stretched for approximately 3mm from where the catheter tip was located, and torn off. The polymer jacket was then removed for observation. The coil of the distal shaft was intermittently disarranged. The distal ball tip and the proximal solder were observed, indicating that the coil was not fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that the tip of the crosslead tracker guide wire formed a loop and became knotted during guide wire manipulation in a knuckle shape, increasing resistance between the guide wire and the concomitant catheter. The polymer jacket of the crosslead tracker guide wire was scraped and pushed distally by the deformed catheter tip caused by pressing stress. It was concluded that the reported event was not attributed to the product quality. Given the severe damage observed on the polymer jacket, a possibility could not be completely ruled out that some fragments might be left in the patient. No CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Detennine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and detennine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse effects] ~coming off of coating.

Event description:
It was reported an asahi crosslead tracker guide wire was used for a percutaneous peripheral intervention (ppi) to treat a heavily calcified chronic total occlusion (cto) in the posterior tibial artery. The crosslead tracker guide wire was advanced via a cook medical cxi catheter. After that, a balloon catheter was advanced over the crosslead tracker guide wire with the guide wire tip in a knuckle shape. The tip of the crosslead tracker guide wire entered the knuckle loop, resulting in the formation of a knot. The cxi catheter could not be advanced over the crosslead tracker guide wire and the guide wire was withdrawn. The physician decided to stop the procedure because sufficient blood flow was maintained. It was informed that there were no adverse patient effects associated with this event.